Manufacturer narrative:
The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
Customer reported that there had been an incident with a patient and he wanted assistance with the trend download from a radical-7 device. It was reported that the police were involved. The police officer involved reported that a (B)(6) boy with long term medical conditions was being monitored at home. On the morning of (B)(6) 2015, at approximately 8 am, the child's mother found him dead in bed and called for assistance. He had been monitored overnight, but his mother reported no device alarms had been heard. The police attended and removed the radical-7, which they have kept as evidence since that date. Data files were given to (B)(6) on a masimo memory stick and the equipment returned to him. The police will discuss with the coroner in regards to having the device returned to irvine for further examination. It is not known which type of sensor was in use, but it is reported as having been on the left big toe.